Event description:
Pt was on pca ms04 1mg/1cc, 1 mg every 8 minutes and 30 mg every 4 hours dose limit. Pt had used 1 mg by 9:30 am and at approximately 9:45 am the pump read dose infused 1.9 mg which would indicate partial dose. Pump was programmed properly. Old pump was returned to MFR. No adverse effect to pt.